Event description:
It was reported that a pt had a cervical and lumbar mr exam (hns coil and ctl array) under anesthesia. Later a burn was reportedly noticed on the pt's right elbow that was described as a 4 cm partial thickness erythematous (red) patch with a blister in the center and a possible exit site. Attempts were made to get more details about the size of the blister, however that info could not be obtained. The pt was reportedly positioned headfirst, supine with arms at the side. Pads of 3/8-inch thickness were used during the scan. A total of 24 scans were performed on the pt. The procedure lasted a total of 2 hrs. The pt was examined in the emergency dept where x-rays were taken and pain medication prescribed. The pt was advised to f/u with his primary care physician. Ge healthcare's investigation into the reported occurrence is still ongoing. A f/u report will be issued when the investigation has been completed.